Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, 15 retention samples from bd inventory were evaluated by visual examination and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: this morning during the injection process, it appears that the sleeve detaches from the needle during the puncture.